Event description:
It was reported that, during a meniscal repair procedure, both implants were released, leading to total release of the stitch. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 is missing. The suture appears to have been cut. The t2 is still in place. The bulk of the suture is still folded in place under the straw. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. The needle is bent. A functional evaluation of the device showed that the actuator will cycle past the end of the needle but will not return to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.